Event description:
Philips received a complaint by the customer on the v60 indicating that the battery did not charge. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the battery did not charge. The remote service engineer (rse) performed a troubleshoot with the biomed. The biomed confirmed the 24v (volt) was at zero in the pneumatic screen. The rse advised to swap the power cord with another v60 to verify the 24v power supply. It was then determined that the power supply required a replacement. The rse provided the customer with the part number of the power supply to order and replace. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the power supply and allowed the battery to charge overnight to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported that the battery did not charge. The remote service engineer (rse) performed a troubleshoot with the biomed. The biomed confirmed the 24v (volt) was at zero in the pneumatic screen. The rse advised to swap the power cord with another v60 to verify the 24v power supply. It was then determined that the power supply required a replacement. The rse provided the customer with the part number of the power supply to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.